Event description:
The surgeon was not able to seat the available liners in the shell. Surgery was delayed approx 30 minutes while a replacement was secured. The replacement liner went in without incident and surgery proceeded without further incident.